Event description:
It was reported that the shaft broke upon withdrawal. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, difficulty advancing was noted and the shaft got kink. Upon retrieval, the kink portion of the shaft broke. The device was completely removed from the patient, and the procedure was completed with a non-boston scientific balloon. There were no complications reported and patient is expected to fully recover.